Event description:
Per the clinic, the patient developed a bacterial infection at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was prescribed with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device on (B)(6) 2024.